Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and the issue was resolved by replacing the inspiratory pressure transducer printed circuit board (pcb). The replaced pcb was returned for further investigation. Simulated use testing of the returned inspiratory pressure transducer pcb passed the performed pre-use check. No abnormal found during ventilation for 24 hours. It passed another puc after the ventilation. It was not possible to reproduce any issue, therefore the root cause to the reported issue could not be established by this investigation. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.